Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The shock impedance measurements were noted to exhibit a gradual rise and range from 130 ohms up to 185 ohms when performing tests while the patient was in the clinic. The patient was noted to have not received any recent shocks from their cardiac resynchronization therapy defibrillator (crt-d) device. Boston scientific technical services (ts) discussed that a gradual rise in shock impedance is indicative of calcification or scar tissue formation on the rv lead and explained the concern when the shock impedance is greater than 145 ohms. Ts recommend performing a commanded maximum energy shock delivery test to determine the different between the measured impedance value and the impedance value when a shock is delivered. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The shock impedance measurements were noted to exhibit a gradual rise and range from 130 ohms up to 185 ohms when performing tests while the patient was in the clinic. The patient was noted to have not received any recent shocks from their cardiac resynchronization therapy defibrillator (crt-d) device. Boston scientific technical services (ts) discussed that a gradual rise in shock impedance is indicative of calcification or scar tissue formation on the rv lead and explained the concern when the shock impedance is greater than 145 ohms. Ts recommend performing a commanded maximum energy shock delivery test to determine the different between the measured impedance value and the impedance value when a shock is delivered. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that there was a device replacement procedure scheduled for this patient and a boston scientific field representative contacted ts to discuss guidance regarding the high out of range rv lead shock impedance measurements. Ts provided a breakdown of the shock impedance measurements for each rv lead vector indicating they were all high out of range, ranging from 122 ohms to 175 ohms. Ts discussed the history of high shock impedance and the concern for a monophasic and truncated shock energy with shock impedances greater than 145 ohms. Ts provided guidance to consider performing a commanded maximum energy shock using the current device to determine if there is any difference between the commanded shock lead impedance test and the impedance with a maximum energy shock. Ts explained that if there is inadequate margin from the 145 ohm limit, they could consider placing a new rv lead. The device was subsequently explanted and replaced that same day due to normal battery depletion and the rv lead remains in service, connected to the new device. No additional patient symptoms or adverse patient effects were reported.